Event description:
In 2003 (exact date unknown), the patient underwent treatment of an abdominal aortic aneurysm with a guidant ancure® endograft® system. It was reported prior to the implantation, the left internal iliac artery was embolized and intentionally covered. On (B)(6) 2014, follow-up imaging identified a left distal iliac aneurysm due to disease progression. Images reportedly identified extremely tortuous access vessels. On (B)(6) 2014, an intervention was performed to treat the iliac artery aneurysm. A contralateral leg component was implanted to provide distal extension on the previously placed graft. It was reported that during withdrawal of the delivery catheter, resistance was met, and the leading olive reportedly became caught on the tip of the sheath. The delivery catheter was reportedly forcibly pulled, resulting in the leading olive completely separating and remaining inside the patient. A snare catheter was used to remove the detached olive from the patient. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: patient medications include mag-ox, crestor, cordarone, paxil, aspirin, digoxin, toprol xl, omeprazole, oxybutynin, terazosin, coumadin, clindamycin, keflex and flomax.